Manufacturer narrative:
(B)(4). Device received with constant pump error alarm due to a faulty y1 on the rf board. Unable to perform self-test and displacement test due to pump error alarm.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.